Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 21mm watchman laa closure device was implanted. At the 45 day follow up, the closure device was found in the aorta. There were no symptoms leading up to the follow up. A femoral cut down was performed and the closure device was snared out through a large 18-20fr sheath. The patient did not have any further adverse events.